Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the catheter was blocked last year. Interventions, drug and patient outcome were not reported. Further follow-up is being conducted. If additional information is received a follow-up report will be sent.